Manufacturer narrative:
Corrected the name of the system being used with the strips that produced the result that did not show accuracy with the lab value.

Event description:
Caller states patient tested 279 mg/dl on the inform system while using comfort curve test strips, whereas a lab value returned as 137 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states patient tested 279 mg/dl on the advantage system while using comfort curve test strips, whereas a lab value returned as 137 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.